Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The remainder of the sealant was in the manufactured position and exposed to blood. The advancer tube was found inside the shuttle tube. The condition of the returned device indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. However, dried blood was found inside the proximal detent, which indicated that blood was being forced into the proximal end of the shuttle and may have caused the sealant to swell inside the cartridge. Based on the provided information and the investigation performed, the reported event may have been caused by the sealant prematurely hydrating and increasing the profile, which can contribute to an incomplete engagement of the advancer tube during the procedure. However, the root cause of the complaint could not be conclusively determined. The review of the lhr (f1502101) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1502101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the advancer tube did not come down (out of the shuttle tube).the sealant was stuck in the shuttle tube. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not mynx related. Procedure type: intervention peripheral sheath size: 6f vessel size: greater than 7 mm.